Event description:
It was reported the device displayed primary audible alarm (already replaced the speaker) and the main board needs to be replaced. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). Additional information: unable to bypass the primary audible alarm post error for downloading the event history log.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seals. The customer stated problem was duplicated. Speaker was not plugged in when speaker was replaced by customer (tamper seal broken and speaker seems like brand new). Updated the software. Plugged in speaker connector into interconnect pcb (printed circuit board). The cause of the reported problem was traced to incorrect assembly by customer. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d4: correction: catalog number: 4000-0106-01. D4: correction: model number: 4000.